Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a greater force than normal to insert the device into the patient's abdomen. The device was used but after the device was removed from the patient it was noticed that the end of the device was bent to one side. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device showed damage at the tip of the sleeve causing the insertion force increase. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The lens of the obturator was found to be in good condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.